Event description:
It was reported to philips that there was an issue with longitudinal movement of c arm. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The planned/non-emergency treatment was completed as planned as the issue happened at the end of case while moving the c-arm out of the way to aid in removal of patient from the table. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Restarting the system did not resolve the issue. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the long movement of c-arm was not calibrated. Fse reset the c-arm and moved the stand longitudinally after which the c- arm movements started working. After reset of the c-arm, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Loss of rotational or angulation movement of the stand/c-arc which happened during a procedure but not affecting the procedure from getting completed, does not meet the criteria of a serious event and is not reportable. The chance of a death or serious injury occurring as a result of a recurrence of this scenario is remote. Based on the investigation results, philips concluded that the complaint is not reportable.